Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon vicryl plus suture caused and/or contributed to the anastomotic stricture described in the article? If yes, provide details of event and specific suture product code. Does the surgeon believe there was any deficiency noted with the vicryl plus suture? Citation: world j surg 2008;32:583¿588. Doi 10.1007/s00268-007-9396-5.

Event description:
It was reported in a journal article that the patient underwent resection for esophageal or gastric cardiac carcinoma on unknown date between 05/2002 and 12/2003 in the control group and suture was used. The mucosal layers of the esophagus and stomach were sutured continuously. The patient possibly experienced moderate or severe anastomosis stricture, which required dilatation. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4) additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon vicryl plus suture caused and/or contributed to the anastomotic stricture described in the article? If yes, provide details of event and specific suture product code. Does the surgeon believe there was any deficiency noted with the vicryl plus suture? No further information.